Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the capsule of the delivery catheter system (dcs). The valve was removed from the dcs and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a severely crimped state, most notably at the waist and inflow. All leaflets were dehydrated and exhibited signs of creasing and frame imprints. These conditions may possibly be associated with the valve being crimped inside the delivery system for an unknown duration of time. The leaflets were stiff with limited mobility. As received, all leaflets appear to be partially closed with a gap between the leaflets. All commissures were dry; appeared intact. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, the frame appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being in the loaded state for an extended period of time. There was no evidence of frame kinks or bends after warm saline submersion. Due to the return condition of the valve, a deployment simulation was not performed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the image review confirmed a misload that would have resulted in the under expansion and infolding issues reported. This misload was not identified and the valve was attempted to be implanted. This is a use-related error. Ultimately, the valve was replaced successfully. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a procedural delay occurred as a result of the infold.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, an infold to node four was observed under fluoroscopy. A pre-implant dilation was performed using a 20 mm non-medtronic true balloon. During implantation within the cusp overlap technique, the valve did not expand to full size. The valve was recaptured and showed an infold after the second release. The valve was withdrawn and replaced. The replacement valve was successfully implanted.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop23-29 (lot: 0011999478); product type: 0195-heart valves; implant date ; explant date product ID l-evprop23-29 (lot: 0011844941); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: pre-implant computed tomography (CT) imaging was provided, dated 1/1/2024. Suboptimal image quality. The annulus perimeter and perimeter derived in the 75% diastolic phase measure 74.0 mm/23.6 mm suggesting a 29 mm evolut per sizing matrix. No systolic phases were provided - a systolic phase may yield a larger aortic annulus measurement. Aortic valve appears heavily calcified. The mean sinus of valsalva (sov) diameter in the 75% diastolic phase is 29.0 mm. Aortic root angulation is 38°. Intra procedural fluoroscopic images were provided. Fluoroscopy valve load inspection was performed and a misload was present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, a misload was not identified. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The misloaded valve was attempted to be implanted resulting in an infold. There is evidence of at least one recapture which worsen the severity of the infold. Of note, recapturing an infolded valve will not resolve the infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence shows that a new valve was loaded and confirmed a good load. Subsequently, the new valve was implanted without any further issues with infolding. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.